Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly since december causing the pump to shut off overnight. The customer stated the pump battery depleted from 45% to 0% overnight. Customer reported blood glucose (bg) level was over 400 (mg/dl). A manual injection was delivered to address bg level. Reportedly the customer will continue to use the pump until the replacement pump is received.